Event description:
Reported approximately 14 false flu b positive results; tests were performed on asymptomatic patients. The customer communicated one result was negative by another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained devices; unable to determine. Source: phone.